Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient will undergo surgical intervention due to stimulation loss.

Event description:
Follow-up revealed stimulation loss was due to high impedance. As a result, the patient's lead was explanted and replaced with two leads. Therapy was restored post-op.